Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got partially and fully re-sheathed due to the implant being too high and too low. The final implant depth at non-coronary cusp (ncc) was 5.31mm and left coronary cusp (lcc) was 5.45mm. The patient developed a left bundle branch block (lbbb) and first degree atrioventricular (av) block post-procedure. A temporary pacemaker was implanted. The following day, the first-degree av block was resolved, but the lbbb was still present. The patient was held for additional monitoring. Overnight, the patient experienced a brief episode of supraventricular tachycardia (svt). The patient underwent an svt ablation on (B)(6) 2026 and was discharged the following day.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block cannot be conclusively determined. The unexpected intervention noted was result of case specific circumstance as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.